Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported by call that they were hospitalized on (B)(6) 2021 as they were experiencing low blood glucose level 20 mg/dl. Customer met to the car accident before hospitalization. Customer stated that events happened which impacted to insulin delivery. Transmitter was ripped from customer's arm. Customer was using insulin pump within 48 hours of reported event. Insulin pump was on auto mode at the time of reported event. Device will not be returned for analysis.